Event description:
It was reported that the ventilator¿s turbine would not start at power up. It is unk if the ventilator alarmed or if it was connected to a patient when the reported problem occurred.